Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device returned to MFR: the device was returned for evaluation. Device analysis revealed that a kink was observed in the sheath assembly from femoral marker to the proximal end and a damage of femoral marker was observed in the sheath assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on investigation completed on 3mar2016. It was reported that imaging catheter dark image occurred. The 85% stenosed was located in the severely tortuous and mildly calcified circumflex artery (cx). During percutaneous coronary intervention (pci), an opticross imaging catheter was selected to view target lesion. Short axis image appeared without an issue until the catheter approached the proximal the lesion. At crossing the lesion, image suddenly became dark. The physician pulled the catheter to get a clear image, however image remains dark. The physician suspected the issue occurred due to the air. Flushing was performed several times but the issue was not resolved. The physician decided to used another catheter but the same issue occurred. The procedure was complete with a different device. No patient complications were reported and the patient's condition is good. However, device analysis revealed that there was a damage in the distal femoral marker.